Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged pin in the lemo interconnect connection and a flat sram coin battery. The lemo receptacle was repaired and the coin battery replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.